Event description:
I had a boston scientific ICD implanted (B)(6) 2014, the first time I had an activation of the device was on (B)(6) 2019. I contacted the original implantation physician in (B)(6), but was not able to communicate using the latitude system. I then went to my cardiologist's office in (B)(6), and they tried to scan / analyze the ICD. The computer screen showed "safe mode". I had a new ICD implanted the afternoon of (B)(6) 2019. The response from the physician, technologist, and boston scientific's rep was that they had never seen anything like this. The ICD was sent to boston scientific for analysis. The question that needed for the answered, was the activation a true medical response, or was the activation a malfunction? Boston scientific has failed to answer this simple question. Boston scientific's response has been very vague, and seems to say that they report the adverse events to FDA, but it seems that the response fits in what I would call a "FDA junk draw". I am writing to FDA asking for your intervention to have boston scientific answer the simple question: was the activation a medical emergency response, or a malfunction of the ICD? FDA safety report ID# (B)(4).